Manufacturer narrative:
B3 - date of event - selected as first of may 2026, as the event date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump found with the system failure. The event occurred during infusion. There were a patient involvement and no harm reported.

Manufacturer narrative:
H3 and h6 ¿ updated one suspected device was received for evaluation. The event history log (ehl) was reviewed. The motor not running error was noted in the ehl as stated by the complainant. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed. The device is repaired by re-installing the main board because it was sitting improperly. Replaced the force sensor and plunger printed circuit board to fix the force sensor test. The main cause of customers¿ complaints was the main board not installed properly. After installing and replacing the parts, the pump passed all the testing and is fully operational.